Manufacturer narrative:
Information was received indicating that the device was not part of a clinical trial, contrary to what was indicated in previous reporting of the event. Previous reference(s) to clinical, clinical trial should be disregarded. Section d1 brand name was corrected accordingly.

Event description:
The procedure was completed on the same console that had this fault. The console was not replaced.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. D6a and d6b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
The user facility reported that a 52 year old male with a cp for high risk cardiac procedure. It was reported that during use, a console failure had occurred. The alarm that occurred was "battery com failure."the power source was changed and turning the console off and on again, but nothing resolved the issue. There was no patient harm and the patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause for the battery communication failure alarm was due to a power management circuit board failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b3. Upon review, the event date has been updated. Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report.